Event description:
There was an allegation of a questionable ise indirect gen 2 potassium result from the cobas 4000 c (311) analyzer. The initial result was 5.48 mmol/l and was reported outside of the laboratory. The doctor questioned the result and the repeat result was 4.19 mmol/l. A new sample was drawn from the patient and the result matched the repeat result. No specific data was provided. The electrode lot number was j46 with an expiration date of 24-may-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the customer did not install the seal on the sample probe when it was replaced. He installed the seal and adjusted the sample probe. The customer ran calibration and qc and all results were within specifications. The investigation determined the service actions resolved the issue. As the qc recovery was within the acceptable range, there was no indication of a performance issue with the reagent.